Event description:
Summary: a patient with left sided hemiparesis and no trunk control was at the clinic for a nuclear stress test. The patient was successfully transferred to the camera by multiple staff. At the conclusion of testing, the technician turned away from the patient to view computer to confirm quality of images. During this time the patient¿s left upper torso fell from the camera to the floor within the open space of the camera. The patient reported no pain and declined being seen by a provider. Days later, the patient¿s wife called stating that the patient was bruised, and that pain had developed. It was identified that the patient had a closed displaced left clavicle fracture, multiple closed rib fractures, and bruising left torso. Patient canceled scheduled surgery procedure due to pain from injuries. Problem: the camera did not come with any securement devices that could be used for patients with limited ability to participate in their care. We reached out to the manufacturer to ask whether they have anything that could be used to secure the patient to the chair and they stated that they do sell narrow straps that can be used and referred us to the sales manager. The sales manager indicated that they have chest straps and leg straps available. When we requested additional information (pictures and specifications of the straps), the sales manager stated that there are straps that are now part of the standard configuration and that they were sent to another location that is part of our health system in our last order. We requested a new manual to ensure appropriate use, training, infection prevention practices etc., and the sales manager stated that they do not have an updated manual with the straps in it. The last communication with the manufacturer is that they are looking for documentation on the straps.